Event description:
Event description boston scientific received information that this implantable transvenous defibrillation lead exhibited gradually increasing pacing impedance measurements. The threshold and r-wave measurments remain stable and normal. There was no loss of capture reported. The pacing impedance started in the normal range at implant and has climbed to 2650 ohms.